Event description:
A report was received that during a trial procedure the physician had difficulty placing one of the leads due to scar tissue. The patient was experiencing pain in his right leg. The physician assessed that the pain was due to the difficulty of the procedure and felt that he probably irritated some nerves. The patient was administered IV morphine and the pain was greatly reduced. At the lead pull the patient reported new pain in his left leg. The physician assessed that this pain may also be attributable to the difficulty of the procedure.

Event description:
A report was received that during a trial procedure the physician had difficulty placing one of the leads due to scar tissue. The patient was experiencing pain in his right leg. The physician assessed that the pain was due to the difficulty of the procedure and felt that he probably irritated some nerves. The patient was administered IV morphine and the pain was greatly reduced. At the lead pull the patient reported new pain in his left leg. The physician assessed that this pain may also be attributable to the difficulty of the procedure.

Manufacturer narrative:
Additional information was received that the patient's pain still persists. The patient had an emg that confirmed no nerve damage. There will be no further course of action.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2218-50e, serial: (B)(4), description: trial linear st lead, 50cm. Explanted leads will not be returned to bsn as they were discarded by medical facility.